Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 21f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the suture of the first prostyle device was successfully pre-placed in the 11 o¿clock direction. The suture of the second prostyle device was attempted to be pre-placed in the 1 o'clock direction but when the plunger was removed there was no suture attached. A cuff miss occurred. The suture of a new prostyle device was successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.